Event description:
Ivpb antibiotics are hung but then sometimes the infusion pump is not started. It is properly connected and primed but the IV antibiotics are not started. The patient does not received their dose of antibiotic and the therapy and subsequent therapies are delayed. It is not noticed until the next dose of the medication is due. The nurse should observe the drip chamber to confirm the secondary infusion is working properly. The roller clamps should be checked before starting the infusion on both the primary and secondary infusions. The nurse should return shortly after starting the-infusion to ensure proper administration of the medication. An alarm set to go off shortly after can be used to remind the nurse to recheck that the medication is being administered properly to the patient. Error reached pt; no pt harm. (B)(6). (B)(4).